Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to the unknown lot#.

Event description:
It was reported that the pen ndl 32g 4mm pro 14 bag 700 case jpx broke off into the patient's abdomen while injecting insulin. The patient visited the hospital, but the needle was not found. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter, translated from japanese to english: "in the yesterday¿s evening (10/21/2020), I injected insulin and the needle may have broken off. When withdrawing the needle after administration, I found that the needle was a bit shorter. I visited the hospital today (B)(6) 2020 because there was the possibility that the needle may have remained in the body; however, the hcp confirmed that there was no needle left in the body. The patient also experienced the following incident twice in the last few months: the needle pe broke off from its root and remained on the abdomen; in these cases, the patient removed the needle with tweezers by him/herself. The patient performs priming before injection to check that insulin comes out from the needle tip. Therefore, there seems to be no problem with his/her manipulative technique, including needle setting."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm pro 14 bag 700 case jpx broke off into the patient's abdomen while injecting insulin. The patient visited the hospital, but the needle was not found. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "in the yesterday¿s evening ((B)(6) 2020), I injected insulin and the needle may have broken off. When withdrawing the needle after administration, I found that the needle was a bit shorter. I visited the hospital today ((B)(6) 2020) because there was the possibility that the needle may have remained in the body; however, the hcp confirmed that there was no needle left in the body. The patient also experienced the following incident twice in the last few months: the needle pe broke off from its root and remained on the abdomen; in these cases, the patient removed the needle with tweezers by him/herself. The patient performs priming before injection to check that insulin comes out from the needle tip. Therefore, there seems to be no problem with his/her manipulative technique, including needle setting."